Event description:
The consumer reported their thermometer was giving false negative readings on their child. They stated the readings were giving readings that were 4 to 5 degrees fahrenheit lower that the child's actual temperature. The child was seen at a clinic,where a fever was confirmed. There were no complications from this incident, and the child is doing fine.